Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The keypad traces were inspected and no anomalies were noted. The pump was received with operating currents within specifications and no low battery alarms were noted. The pump was received with minor scratches on the lcd window. The pump was received with a cracked case at the display window corners. (B)(4).

Event description:
The customer reported via phone call that he ran out of insulin and reloaded the reservoir. Customer stated that when he tried to press the esc button, the pump will not do anything. Customer had a low battery and he took the battery out for a moment. When he put in a new battery, the battery life showed 3/4 on the pump. Customer stated that he only has 1 syringe and does not have a back-up plan. Customer's blood glucose was 290 mg/dl at the time of the incident. Customer stated that the buttons won't work during fill tubing. Customer keeps the pump in his pocket and leaves it on the dresser. Customer was advised to change the battery and customer received a battery out limit alarm. Customer stated that the buttons won't work and the pump is buzzing. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.